Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® sf nav uni-directional catheter and the patient experienced pericardial effusion that required a pericardial window and prolonged hospitalization. At the beginning of the case, the patient had started with a mild to moderate pericardial effusion. The patient's blood pressure dropped in the middle of the case but the physician and the CT surgeon believed that the pericardial effusion was the same size using intracardiac echocardiography (ice). The procedure was completed and at the end of the case, after the catheters were out and the patient was extubated, the patient's blood pressure dropped more. A large pericardial effusion was confirmed with a transthoracic echo. The last known patient's status was unknown. Additional information was received indicating the physician is unsure of when the adverse event occurred and what exactly was the cause. He did mention that it was a difficult transseptal puncture. There were no known bwi product malfunctions. The patient had a pericardial window and was admitted to the hospital, then discharged within 2-3 days.